Event description:
Prior to starting blood transfusion on patient, peripherally inserted central catheter (PICC) cap and line connections were checked to make sure they were tightened. After blood was started, there was a small amount of blood noted on the sheets which appeared to come from the cap that was connected to the PICC line. Transfusion paused and registered nurse (rn) checked and confirmed that the cap was on tight and not loose, and cleaned around the cap with an alcohol swab. Holding a new alcohol swab under cap, rn restarted transfusion and noted that small leak of blood continued from the tightened cap. Transfusion paused and disconnected, cap changed, and transfusion continued through new cap without issues. Manufacturer response for cap IV connecter for PICC lines/piv/cp, (brand not provided) (per site reporter). No response after 3 attempts to contact.